Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient reported feeling pulsating in their foot about 3 times a day. They stated the stimulator is helping with their symptoms though. The patient is going to decrease amplitude from 4 to 3. Patient services reviewed difference between amplitude and programs. The patient will monitor symptoms and adjust accordingly.